Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the root cause is due to the downstream occlusion(dso) sensor being damaged. The dso sensor, bezel, and dso seal were replaced.

Event description:
It was reported that there was dso failure. There was no patient involvement.

Manufacturer narrative:
B3: date of event unknown device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.